Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v082958, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that they received information from an urologist indicating that a patient at their clinic had several leads broken on her interstim device. This was observed during interrogation. The patient was implanted for urinary dysfunction/sacral nerve stimulation. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.